Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. Repairs will be completed by a philips authorized service provider. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. Repairs will be completed by a philips authorized service provider. If additional information becomes available a supplemental report will be filed. New information: during the evaluation it was noted that the device failed a system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The device passed all testing, and the system meets the specification for the performed service and is returned to use. Box h conclusion code grid was updated.